Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient stated that the stimulation therapy was not working, they had ¿issues¿ at the ins location, and it hurt more than it helped which had been going on for the last couple of years. Because the stimulation was not working, the patient just turned it off and now it would not turn on. The patient noted that it hurt when they sat down and could not sit in certain ways ¿regarding the ins battery placement¿. An x-ray was performed a couple of months ago regarding this issue and the patient was told it was where the ins was where it supposed to be. In addition, it was reported that the therapy did not work the same as before for the patient. It was noted that the patient currently did not have a pain physician to manage their device. The patient met with a manufacturer representative and the patient¿s device was confirmed to be in overdischarge. The patient¿s last successful recharging session was in (B)(6) 2014. It was unclear when the patient last felt stimulation. The patient had trouble with their recharging connectivity and wanted to discuss a possible pocket revision. The patient had gained weight and was having difficulty recharging. The patient had turned their stimulation off since the therapy was not as effective in their foot. The patient noted that they had never been overdischarge before. A physician mode recharge was performed twice but did not successfully reset the device and a recharging session would not start. The patient had a later appointment and 6 more trickle charges were attempted but normal recharging was unsuccessful. The patient wanted a new pocket since their current device was too close to their tailbone. A surgical consult was going to be scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s replacement took place on (B)(6) 2015. A non-rechargeable battery was implanted and during post-operative programming the patient returned to having their desired stimulation pattern and re-gained therapy.

Event description:
It was further reported that the patient was going to have their battery replaced with a non-rechargeable battery. The surgery date had not been scheduled at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).